Event description:
It was reported that the patient started having auras again and had 4 seizures. It was noted by the patient that she stopped breathing and started breathing again. Patient's medications were changed. The physician adjusted her vns for her night settings to be higher than her daytime settings. No additional relevant information has been received to date.